Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. The customer's blood glucose was dropped to 40 mg/dl. The customer treated low blood glucose currently with the glucagon shots. The customer refused to do any troubleshooting. The customer reported that insulin pump was broken and it was displaying history when customer had several lows. The insulin pump will not be returned for analysis.